Manufacturer narrative:
Patient age at time of event: 18 years or older (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that aspiration stopped during use. The physician selected an angiojet® solent¿ proxi catheter for a thrombectomy procedure. During use, power pulse mode worked fine. When the device was switched to thrombectomy mode, a message to prime the catheter appeared. The device was attempted to be primed several times but the pump would stop. The console drawer was opened and closed and the catheter was primed again. Priming was successful and the procedure was continued. When aspiration was attempted it would work for a second and then stop. Upon removal of the device from the console drawer, it was noticed that the rubber pump head was full of heparinized saline. The procedure was completed with another of the same device. No patient complications were noted and the patient was stable.